Manufacturer narrative:
Due to the fact that no affected elbow fitting nor pictures showing possible damages were available for investigation only a theoretic approach to the reported problem was possible. Damages at the tongues inside the elbow fitting itself and the corresponding groove on the adaptor can be possible root causes for loosening of the inspiratory elbow. As the elbow fittings are assembled using a fixture avoiding any kind of damage during joining of the parts the root cause most likely was a mechanical overload during use. Typically the disconnection occurs during handling of the patient hoses; so it is obvious for the user. Besides the visibility of the disconnection corresponding alarms like e.g. Apnea, mv low, pinsp not attained are given.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the inspiratory elbow on the perseus machine has broken off during a case and that the machine had to be swapped out. No patient injury was reported.